Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. A 3.50mm x 16mm promus element plus stent was selected. When removing the device from the protective sleeve, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. A 3.50mm x 16mm promus element plus stent was selected. When removing the device from the protective sleeve, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks and an outer kink were also noted. A visual and microscopic examination found that the stent was damaged and had moved 5 mm distally on the balloon. Stent struts at various rows were severely stretched. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. The outer was kinked at 69 mm proximal to the distal tip. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).